Manufacturer narrative:
Initial implantation and device details unavailable at the time of this report, this report is filed on october 17, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
It was reported that the patient developed infection at implant site, clinical management is ongoing. The implanted device remains.